Event description:
The initial reporter stated they received discrepant results for five patient samples tested with ise indirect na, for gen.2 on a cobas 8000 ise module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. Prior to the event, the field service engineer performed many service actions in order to resolve control recovery issues. The issues persisted following the service visit and the discrepant patient results were then received. The first sample initially resulted in a na value of 128 mmol/l and repeated as 138 mmol/l. The second sample initially resulted in a na value of 134 mmol/l and repeated as 140 mmol/l. The third sample initially resulted in a na value of 134 mmol/l and repeated as 142 mmol/l. The fourth sample initially resulted in a na value of 133 mmol/l and repeated as 140 mmol/l. The fifth sample initially resulted in a na value of 134 mmol/l and repeated as 140 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer rebuilt the vacuum pump and replaced the gear pump head. Ise sample syringe seals were replaced. The fluidic line connection was checked for tightness. A valve and pressure sensor were replaced. Tubing integrity was checked and no leaks were observed. All parts were re-assembled and air purges were performed. Precision studies were unsuccessful. The investigation is ongoing.

Manufacturer narrative:
The field service engineer found the vacuum nozzle thumbscrews to be loose, so these were tightened. The sipper and vacuum nozzles were cleaned. Electrodes were replaced. The sample probe was replaced since it had no seal and the sample syringe seals were replaced. The reference electrode was replaced. Activator was run to proteinize all electrodes. An ise check was performed and was within specifications. Calibration and controls passed within specifications. On a return visit from the engineer, the dilution nozzle was adjusted. Calibration and controls were run: these were acceptable. The investigation could not identify a product problem. The cause of the event could not be determined.